Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep ordered a new cable. No further service info was provided.